Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the minimally invasive esophagectomy, the circular stapler did not seem to fire correctly. When trying to create the anastomosis between esophagus and stomach, the stapler did not seem to deploy any staples, only cut which had bad results for anastomosis. The surgeon had to convert the procedure from laparoscopic to open to go into abdomen to further mobilize, and then start the procedure again with a different circular stapler. The surgical time was extended for six hours. The patient was currently in intensive care unit due to ventricular fibrillation.

Event description:
According to the reporter, during the minimally invasive esophagectomy, the circular stapler did not seem to fire correctly. When trying to create the anastomosis between esophagus and stomach, the stapler did not seem to deploy any staples, only cut which had bad results for anastomosis. The surgeon had to convert the procedure from laparoscopic to open to go into abdomen to further mobilize, and then start the procedure again with a different circular stapler. The surgical time was extended for 6 hours. The patient was currently in intensive care unit due to ventricular fibrillation. It was noted that the stapler cartridge ring with staples was found on a scan of the patient. It seems that the stapler cartridge must have popped off the stapler while it was being placed intercostal and the surgeon was not aware of this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (f1906) additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument with a disengaged staple guide noted proper weld marks on the shell head. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The pusher fingers appeared to be intact, and inspection under the microscope displayed staple divots to the knife blade. The first anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression, and the ring was received intact. The second orvil anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression, and the ring was received completely severed. Microscopic evaluation of the anvil buckets noted no staple markings. It was reported that the staples did not deploy and the compo nent disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the instrument is handled roughly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Microscopic evaluation of the anvil buckets noted no staple markings. It was reported that the staple did not deploy. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is handled rough. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.